Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that a patient was being weaned off the intra-aortic balloon therapy and upon removal of the iab the physician encountered resistance. A cut down technique had to be used to remove the iab. Once removed black material was noted inside the iab. There was no reported injury to the patient.

Event description:
It was reported that a patient was being weaned off the intra-aortic balloon therapy and upon removal of the iab the physician encountered resistance. A cut down technique had to be used to remove the iab. Once removed black material was noted inside the iab. There was no reported injury to the patient.

Manufacturer narrative:
Lot # from: unknown to: 3000038962, changed serial # from unknown to: (B)(4). Changed from: malfunction to: injury (B)(4).